Manufacturer narrative:
Reported event of pacing problem was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of the device showed normal range of operation with appropriate remaining longevity. Magnet response test and output verification showed normal device characteristics with no anomaly contributing to reported event of pacing problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker exhibited inappropriate pacing despite programming changes. The pacemaker was removed and replaced. The patient had no adverse consequences.